Manufacturer narrative:
Both levels of control passed on the meter on the day of the event. The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Linearity testing materials were sent to the customer to verify the performance of the meter. Linearity tests recovered within range. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(6). At 11:00 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of 20 mg/dl. The operator did not believe the result, so testing was repeated on the patient. At 11:05 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of 98 mg/dl. This value was believed to be correct. The reporter stated that the meter displayed errors indicating "comment required" and "outside critical range".

Manufacturer narrative:
The customer returned the test strip vial for investigation. A visual inspection of the vial did not show any obvious signs of damage or contamination. The integrity of the returned vial was tested and passed. The primary packaging seal was acceptable and there was sufficient evidence to support that the vial was appropriately sealed. Testing of the returned strips was performed using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation did not identify a product issue. Medwatch fields d9 were updated.